Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the console was experiencing an additive (error code 286) pump failure during a case. The customer had to manually deliver the additive to the patient. There were no patient complications.